Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk), the device's defib output was out of specifications delivering 147 joules when 120 was selected. Complainant indicated that there was no adverse effect to the patient due tot the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.